Event description:
Reported as: "university hospital had to remove a band from a patient." Additional findings reveal: "the patient had abdominal pain, nausea, and vomiting. They found out the band had slipped and was causing ischemia to the stomach."

Manufacturer narrative:
Medwatch sent to FDA on: 13/may/08. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, vomiting and pain are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause of these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippage may require band repositioning and/or removal."